Event description:
It was reported that the patient was admitted to the emergency room with several arrhythmias. The ems stated that when the patient was picked up their heart rate was over 200 bpm. The ER physician observed runs of svt, potential vt, and atrial fibrillation (af). A transmission noted high atrial threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).